Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was patient with their spouse on the line, reported that last night they noticed that they were not getting a sensation from their implant, so they thought the battery was dead and they tried to charge it using the recharger however it showed them that the battery was charged. Patient mentioned that they just got implanted last monday. Patient stated that they also wanted to make some adjustments on their setting however they can't connect to the app. Patient mentioned that they were able to increase the intensity of their therapy when the implant was charged. Agent had the caller connect to the patient therapy app; caller confirmed unable to connect message displayed. Agent had the caller reset the communicator and close all the apps; caller confirmed the communicator was on and unable to connect message displayed again. Agent had the caller tried to recharge the implant; caller confirmed seeing the recovery mode screen with numbers 0 0 1. Agent reviewed the meaning of these numbers and after a few minutes caller confirmed seeing the normal charging screen with good connection and implant battery was red. Agent instructed the caller to keep charging their implant and turn the therapy on once they get enough charge. Agent reviewed the use of the patient therapy app and recharger app. Agent also reviewed the components and its used. While on the call, the caller stated that the recovery mode screen showed up again with number 9 19 20 because the patient moved. Agent reviewed that making less movement and using the belt to make sure that the recharger was positioned properly would help to avoid losing a good connection. The troubleshooting steps that were taken on the call resolved the issue.